Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Date of event: unknown. (B)(4). Date of implant was an unknown date approximately 90 days prior to (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 due to nonunion of a right distal tibia fracture. The patient was initially implanted with 10mm titanium cannulated tibial nail and associated hardware to treat the distal tibia fracture on an unknown date approximately 90 days prior to the date of the revision surgery. On an unknown date, the patient experienced right leg pain and the nonunion was discovered. There was no malfunction of the implants noted. The patient requested that the nail and associated hardware be removed. During the scheduled (B)(6) 2016 revision surgery, the nail and three unknown screws were explanted fully intact and in good condition. The surgeon used a reamer/irrigator/aspirator system to collect bone graft material from the same leg. The patient was revised with a synthes distal medial tibial plate (low bend right). The surgery was successfully completed without delay. The patient&#38112;postsurgical status was reportedly good. This report is 1 of 1 for (B)(4).